Event description:
Pt reported that, in 2004, they had a hypoglycemic event (blood glucose was 38 mg/dl). They lost consciousness, and was treated by emergency medical technician with glucose injections. They were not transported to a hosp.